Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic low anterior resection - "I wasn't in the case but I have been told that the set up of voyant was all standard, plugged into mains, passed out carefully, device worked fine for first half an hour but then the surgeon began to experience sticking/catching of the ratchet upon release. He also feels that the cutting was not good enough, the blade seems to be somewhat blunt which makes fine dissection extremely difficult. When dividing the artery it took 3 attempts to fully cut through it. Was able to complete the procedure with voyant but would not confidently use again in this type of procedure ." Additional information received via email from sales representative on january 22, 2016: the procedure was approximately 3 hours and 30 minutes long. As the case progress, the environment became bloodier, this was kept to minimal by 10x10 swabs in the patient. The blade sticking was worse on thinner filmy tissue but not great on all tissue halfway through the case. The customer did not attempt to pull the blade lever forward to manually retract the blade. The blade was able to return after manipulating the lever back to its original position. The device was in used for about 1 hour to 1 hour and minutes into the procedure before the surgeon started noticing the blade sticking. The blade was sticking a majority of the time especially after about 1/1.5 hours. The jaws were cleaned when the field was quite bloody after every 5-10 activations or so with a damp saline swab. The surgeon did not notice an improvement when the jaws were cleaned. Additional information received via email from sales representative on february 2, 2016: I have not been made aware of the jaws getting stuck on the tissue because the handle was catching. Additional information received via email from sales representative on february 12, 2016: the "ratchet" mentioned by the customer means a combination of the blade lever and handle, but predominantly the handle when releasing the jaws after the tissue is transected. The surgeon could fully pull back the blade lever to cut. It was not clear if the surgeon experience any resistance or difficulty when pulling back the blade lever. On some occasions he has commented that it feels like there is tactile feedback but this is not consistent with every cut. He agreed with is logical that the more tissue between the jaws the more tactile feedback when deploying the blade. It is difficult to judge where along the jaw/seal was the blade not cutting. It appears to be the distal end of the blade, particularly after approx 1 hour into a procedure when taking smaller lengths of bite (eg half the length of the jaw as oppose to full length of the jaw). A combination of tissue type was being cut throughout the procedures of thick mesentery and ometum and think "filmy" connective tissue. The cutting issue was not observed until approx 1 hour continuous use but then almost ever other attempt to cut tissue. It is difficult to validate but we estimate the blade was cutting approximately 50-70% of the tissue when taking a full bite. No other second eb010 or competitor device was used. Patient status - recovering.